Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter.catheter rupture.(B)(4).

Event description:
Treatment of an avm. It was reported the catheter ruptured at 3cm from the distal tip after approximately 20 minutes of onyx injection.no patient injury reported.same event as MDR# 2029214-2011-00231